Manufacturer narrative:
Concomitant medical products : item: unknown head hip item#: unknown lot#: unknown, item: unknown stem hip item#: unknown lot#: unknown. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. An e-mail requesting the following additional information was sent on june 8, 2018 to the appropriate representatives. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that patient was implanted with an unknown fitek cup on an unknown date. Subsequently, the cup was found to be loose with delamination of coating on. Approximately 6 weeks later, the patient underwent revision to exchange the cup.

Manufacturer narrative:
Concomitant medical products: tem: unknown head hip item#: unknown lot#: unknown, item: unknown stem hip item#: unknown lot#: unknown, cup insert fitek 28/58 item#: 61.17.28-58 lot#: 920622-s. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. As no lot numbers were provided for the head and stem the device history records of these devices could not be reviewed. The missing data was requested at the complainant and is currently not available. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: a trend considering the following event is identified: loosening of the sulmesh/cup. 2 similar investigated events for the lot number 920622c have been found. However, the issue (debonding of sulmesh grid) was already solved with the manufacturing change done. The product at hand was manufactured before that change. No additional actions are required. Event description (event details, per) according to the received information, the implants were revised after 24 years and 3 months in vivo due to loosening of the cup and debonding of the sulmesh. The two pre-revision x-rays, the revision report and the appearance of the retrievals confirm this situation. Review of received data - surgical reports implantation surgery report, dated (B)(6) 1994. Diagnosis: severe destructive ankylosing coxarthrosis left operation: cementless implantation of a total hip endoprosthesis left, cancellous bone plastic summary of the operation: after opening the joint, the femoral neck region is exposed. A double osteotomy of the femoral neck is performed laterally. The acetabulum is exposed and milled. After drilling the appropriate holes, a 58 mm shell is impacted taking the implantation angles into account. The shell sits immediately tight, so that no additional screws are needed for fixation. The inlay is set and the femur is exposed. The latter is prepared for a 13,7 mm spotorno prosthesis. The stem is impacted and sits primarily stable. A head with a small neck length shows an appropriate fit. After reduction, the prosthesis runs smoothly in all directions of motion and shows no dislocation tendency. Revision surgery report, dated (B)(6) 2018. Diagnosis: mechanical complication due to a hip endoprosthesis operation: change of the acetabular prosthesis indication: cup loosening / delamination in the left hip. Summary of the operation: the skin incision is made anterolaterally to the greater trochanter on the left hip. The joint is prepared and samples are collected for incubation. After loosening of the dorsal capsule, the femoral head can now be luxated and removed. The loose and rotated cup is exposed and removed by means of a curved chisel together with the inlay. The delaminated mesh can also be detached from the acetabulum in the same way. Samples are taken from the acetabulum, where moderate metallosis can be observed. After assessing the bony situation, it is decided to insert a screw cup. The new components are implanted without problems and the joint is closed. Discharge letter (revision surgery) the discharge letter revealed that samples were taken for biological evaluation. The lab findings were initially attached to the preliminary discharge letter as a cumulative finding but not received for evaluation. The discharge letter summarizes that the samples showed no evidence of bacteria after prolonged incubation (over a total of at least 14 days). The discharge letter did not contain any additional case-relevant information that is not already summarized in one of the other chapters. - x-rays two x-rays, an ap and an axial view, of the left hip were received for evaluation. They were taken on (B)(6) 2018 and show both a debonding of the sulmesh and a migrated and tilted cup. The head seems to be decentered in the shell and the cup has a rather steep inclination on the ap view. Due to the limited quality of the x-rays, further evaluation of the images is dispensed. The third x-ray shows the left hip in ap view that was taken after the revision surgery on (B)(6) 2018. It shows the new acetabular components and is therefore not part of the current investigation. Devices analysis condition of retrievals the components at hand were all received together in a sterilization pouch. The components were not protected from each other to prevent further damage. Further the color code on the packaging indicates that steam sterilization of the components was performed. Due to the sterilization process the polyethylene insert is no longer in its original retrieved condition. - visual examination on the anchoring side of the fitek shell the sulmesh is missing to about 90%. The remaining sulmesh does not show any bone attachments. The revealing backside of the shell is partially polished and shows some scratches. There are imprints of the sulmesh and some additional coarser indents probably deriving from some wire pieces of the sulmesh. One part of the missing sulmesh, the size of about 20% of the sulmesh surface, was received and shows numerous bone ingrowth in such a way that it is also visible on the backside of the sulmesh part. The inside of the shell looks inconspicuous. The pe fitek insert is slightly deformed to an oval and the marking on the rim is hardly readable. On the rim layer delamination and subsurface cracks are visible mainly in the hooded region. Some damage from the removal can also be observed which slightly lifted the surface of the rim where delamination had occurred. There is also a mixture of body fluid and metallic particles visible that is trapped underneath the surface layer of the above mentioned delamination. In one area the polyethylene rim exhibits a sickle-shaped worn area. On the articulation surface of the insert numerous fine and coarse scratches as well as sulmesh pieces and wear particles embedded in the material can be seen. In the middle of the articulation surface there is some yellowish discoloration. On the articulation surface a clear borderline between the loaded and the unloaded area is visible. In the loaded area the articulation surface is flatten with some leveled scratches. Machining marks are still recognizable in the unloaded area. On the backside of the insert a set of indentations from the anti-rotational spikes of the shell is recognizable indicating proper fixation. In addition, two marks from the shell¿s screw cones are noticeable. There is some wire stuck in the rim of the insert. A low power microscope (leica mz16 a, eq-ID wnt-03-rsr-540-151663) investigation revealed that machining marks are visible on the backside and some backside changes can be observed in the area around and between the marks of the shell's screw cones. In one of the shell¿s screw cones marks some roughened surface can be seen. The pole pin is fractured in such a way that the top is missing. Some metallic particles embedded in the pole pin and signs of embrittlement can be observed. The articulation surface of the ceramic head is covered by diffuse metallic smearing. The head taper shows the commonly observed material transfer from the stem taper indicating a proper fixation of the head on the stem and a material track from its removal. Wear measurement a wear measurement was not performed as the insert is not anymore in its original condition due to the sterilization process, already performed at the hospital prior to shipping to zimmer biomet for investigation. Conclusion according to the received information, the implants were revised after 24 years and 3 months in vivo due to loosening of the cup and debonding of the sulmesh. The two pre revision x-rays, the revision report and the appearance of the retrievals confirm this situation. The pe fitek insert is no longer in its original condition due to the sterilization. The insert also shows layer delamination mostly on the rim.. This can be attributed to material embrittlement due to oxidation. The sickle-shaped worn area, on the rim of the insert, points to an impingement with the stem neck. It is unknown if this was favored by the rather steep inclination angle of the cup after its migration or occurred already before the migration. The smeared metal on the head¿s articulation surface derived from the sulmesh pieces and particles free floating in the joint and / or embedded in the insert¿s articulation surface after the debonding and can be assumed as concomitant. There is only very little remaining sulmesh on the shell and it does not show any bone attachments. One part of debonded sulmesh was received and exhibits good bone ingrowth. Since the complete follow-up of x-rays is not available for evaluation, it is assumed that at one point in time the fitek shell was only partially anchored in the bone and started its migration. During the dynamic migration process of the cup, the well anchored and in the bone integrated part of the sulmesh could not follow the motion of the cup. This led to debonding and tearing of the sulmesh from the shell. It is unknown why and at what point in time the cup started its migration. The reported event is related to the issue solved with the manufacturing change performed. As part of this change, the manufacturing process was improved to strengthen the sulmesh connection with the cup. The need for corrective measures is not indicated and zimmer biomet considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient had a revision surgery approximately twentyfive years post implantation due to loosening with delamination of coating. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted a cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).